Event description:
Customer called and stated there was a fire by the trigger.

Manufacturer narrative:
Customer called and reported there was a fire by the trigger and he tried to repair it himself, and in doing so, qc was unable to determine the cause of the incident reported. The trigger switch came back to us in several pieces and the cord had been cut. Our investigation also found, pad bunched, bent/ broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. This pad was in very had condition from what is believed to be user misuse.